Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode were over sensing and under sensing lead to an inappropriate electric shock that was not successful. A sub-q array was implanted, and the rv lead was surgically abandoned for this patient. Low, out of range shock lead impedances (sli) were observed but it was identified that once the plasma blade was turned off and electromagnetic interference was eliminated, sli values were appropriate. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode were over sensing and under sensing lead to an electric shock that was not successful. A sub-q array was implanted, and the rv lead was surgically abandoned for this patient. Low, out of range shock lead impedances (sli) were observed but it was identified that once the plasma blade was turned off and electromagnetic interference was eliminated, sli values were appropriate. The ICD remains in service. No additional adverse patient effects were reported.